Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2020, it was reported that in the morning, when the patient woke up, her infusion set's tubing got detached from the connector and her blood glucose level went high (280 mg/dl). No further information available.